Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) wasidentified which occurred during the therapy initiated on 08 jul 2013 at 21:49:00.during night drain cycle one, the patient's ultrafiltration reading was 2042ml, indicating the home patient (hp) drained 2042ml more than their maximum programmed fill volume of 600ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect at initial drain, while the initial drain alarm volume was found to have been met. Should additional relevant information become available, a follow-up report will be submitted.